Event description:
Philips received a complaint by the customer on the v60 indicating that a 1134 "blower stalled" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 1134 "blower stalled" alarm error occurred. The biomedical engineer (bme) also verified the 1134 "blower stalled" alarm error after powering on the device. The bme used the v60 service manual to help troubleshoot the device and found that the blower revolutions per minute (rpms) increased properly; when the device was back in ventilation mode, the device did not have the issue anymore as it seemed to be intermittent. The remote service engineer (rse) provided the part number of the replacement blower assembly for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineering technician ordered and installed the replacement blower, tested the device for 48 hours, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.